Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Later the same date the lens was exchanged with a longer length lens due to low vaulting. This resolved the problem.